Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and calcified lesion located in the right coronary artery, exhibiting 98% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred while advancing the device through the lesion. The procedure was completed. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: an image captures a lesion in the right coronary artery as reported by the account. Pre dilation is captured in the procedural images. A stent is positioned and deployed at the lesion. Flow is restored to the right coronary artery. There are no images capturing the reported stent deformation. There is a 9 minute gap in images between the final pre-dilation of the proximal vessel and the stent deployment. The reported event may have been during this time but was not captured in the images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the device returned with stylette attached. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 19th, 20th and 24th stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.